Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the adapter allowed insulin to leak into the cartridge compartment of the infusion device during priming. No adverse event was reported. The adapter was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.